Event description:
It was reported that guidewire fracture occurred. A 200cmx10cm fathom-14 peripheral guidewire was selected for use. During the procedure, it was noted that the physician found that the guidewire was fractured. The physician immediately pulled the fractured portion of the guidewire out of the patient's body with the stent. No harm was caused on the patient.